Event description:
It was reported that tip detachment and catheter entrapment occurred. While advancing a 2.50x16mm promus element ¿ drug-eluting stent to treat a target lesion, the stent became entrapped on a floppy guide wire. Upon removal of the device, the physician noted that the tip of the stent was broken.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. The stent of the device and the stent protector were not received for analysis. A visual examination found that the tip of the device had detached. The detached portion of the tip was not received for analysis. A microscopic examination of the break site found that the inner tip extrusion was kinked. This type of damage is consistent with excessive force being applied to the tip section of the device. During the product analysis the investigator was able to insert a guidewire through this device without any resistance. The device was received at the complaint investigation site with the stent detached from the delivery system. The stent of the device was not returned for analysis. The balloon was found to have stent impressions indicating that the stent was crimped in the correct location during manufacturing. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The investigator noted that all five balloon folds were present. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no issue with the profile. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that tip detachment and catheter entrapment occurred. While advancing a 2.50x16mm promus element ¿ drug-eluting stent to treat a target lesion, the stent became entrapped on a floppy guide wire. Upon removal of the device, the physician noted that the tip of the stent was broken.